Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility that the unit was experiencing bias current error. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.